Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level was 424 mg/dl. Customer did not had any symptoms. Customer was using insulin pump within 48 hours of reported high blood glucose event. Insulin pump was not been used on auto mode. Insulin pump had battery alarm. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.